Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there were shorted fuses in the imaging system power tray. To restore functionality, the power tray, charger enclosure, gfci and power conversion enclosure were replaced. Additionally, the cable from the tray to the breakout panel was replaced then passed the system checkout and was found to be fully functional. The breakout panel cable was returned to the manufacturer for evaluation. Testing found that the connector was electrically overstre ssed. The gfci was returned to the manufacturer for evaluation. Testing found that the cable assembly was found to be electrically overstressed. The power conversion enclosure charger was returned to the manufacturer for evaluation. Testing found that the generator did not ready when the unit was installed in a known operational imaging system. Additionally, an error appeared in regards to charging the load capacitors. Dc voltage was reported not reach the right value during start up. The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that when installed in a fully operational imaging system, the system would not boot as the unit booted into standalone mode. Other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(4). Product ID: bi71000398, serial/lot #: (B)(4). Product ID: bi71000175, serial/lot #: (B)(4). Product ID: bi71000860, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported during servicing that the generator was damaged during voltage checks. There was no patient present when this issue was identified.